Event description:
It was reported that at the implant procedure, the physician thought the insulation was damaged during insertion on a patient with very tight clavicular anatomy. The physician noted that the insulation felt ridged and possibly torn. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. There was no damage of any sort on lead or its insulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).